Event description:
It was reported that the device was attached to pump and the pump gave an alarm with the message "no disposable, clamp tubing". The user attached a replacement device to the pump to continue infusion. No adverse effects to patient reported.

Manufacturer narrative:
One cadd® medication cassette reservoir was returned for analysis with no visual abnormalities detected. The cassette was connected to the cadd legacy plus to look for unusual functions; the pump was functioned properly, and the alarm was not activated. The root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated.